Manufacturer narrative:
(B)(4). A manufacturing evaluation was conducted. Two screw pieces were received with the subtask associated with this complaint. The part number provided in the voluntary medwatch indicates that the complained part is a 212.102 which is a cortical locking screw, 12mm long. The pieces provided are not of that family of parts. A few cursory measurements and observations indicate that the screw provided is of the 204.8xx family of parts. Assuming that all of the screw pieces were provided, the calculated length suggests that the part number may be 204.850. This evaluation will address the part provided accordingly. The drive has some minor damage, consistent with use. Some biomaterial remains in the drive. The top of the head has some minor random scratches. The top of the head is also marked with laser etch indicating that it was made prior to 11/12/2010. The band and bottom of the head are in good condition. There is a small area of galling on the bottom side of the head. The neck and first 6 threads are in good condition. There is some bio material remaining in the neck and first thread areas. The part has been broken at the 6th thread. Some biomaterial remains at the shaft thread portion of the break. The portion containing the shaft threads also has an area in which material has been removed down to approx 1/2 of its former diameter. The shaft appears to have been ground in this area. This ''grinding'' is on one side of the shaft only and extends for approx 15.7mm from the tip. The shaft threads that are not in the material removal area are in good condition. The tip has been moderately damaged. The dimensions that could be checked were found to be conforming. Due to the type and extent of the damage incurred, and also because the wrong part number and no lot number were provided, a conclusion cannot be determined from a manufacturing standpoint.

Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Medwatch uf (B)(4) was received.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
A review of the design indicates this screw is appropriate for ankle fractures. The screw design is appropriate for its intended function. In the previous 2 years, there have been screw breakages in (B)(4) percent of the parts sold, so this complaint is not indicative of any trends.